Manufacturer narrative:
The device passed the self test. The pump seats immediately due to dried insulin causing the motor slide to get stuck to the motor slide seal. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to stuck motor. Prime/fill anomaly confirmed. Rewind anomaly confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 542 mg/dl at the time of incident. Customer states insulin pump had no delivery alarm. Customer states motor had hard time rewinding. The insulin pump will be returned for analysis.